Manufacturer narrative:
Discrepancies were discovered between the storage files and the aps files. Investigation of the files in the sto directories discovered some corrupted files. The files were deleted and replaced with the original files from the storage module. No adverse trends were identified with respect to software issues and corrupted files. Current labeling adequately describes procedures to retrieve samples from storage; the operator can use the deliver function as an alternative to retrieve the proper sample as it uses the (B)(4) database instead of the corrupted storage file. Although incorrect tubes were retrieved in the current complaint, there would be no orders associated with the barcoded sids of the samples and results would not be generated. The operator can retrieve the correct samples using the deliver function on the aps.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated they have had problems with the inpeco accelerator system and have had to reboot several times. After restoring a backup file, an order was placed to deliver a sample tube from storage and the wrong tube was sent. After another sample tube was ordered, the original sample tube ordered came instead. After further investigation, it was discovered there were several corrupted files in the iom accelerator\sto\directories. There was no report of incorrect patient results or impact to patient management.